Event description:
The customer reported that when there is static electricity discharge from a patient's blanket, it results in the m540 and c500 monitor within the docking station to independently reboot, then the monitoring waves appear to square off and flat line in an unreadable fashion on the display. Following this behavior, the screen will go blank and then start up again. The reboot causes an approximate 1 minute delay before all waveforms, numeric and alarms return.

Manufacturer narrative:
The customer reported noticing that when there is a discharge of static electricity from the hospital patient blankets (non-draeger), it causes the infinity acute care system (iacs) waveforms to square off, a flat line signal, then a reboot of the system. No patient injury was reported. A video was provided confirming the reported issue. The customer returned samples of the involved equipment and a blanket to draeger for evaluation. The iacs passed all testing including electro static discharge (esd) testing to the iec 61000-4-2 standards of electromagnetic immunity for esd. The blanket was tested for electrostatic charge. It was found that when two sections of the blanket were rubbed together, an electrostatic charge of 19kv (kilovolts) was created on the blanket which is well above the iec standards of electromagnetic immunity for esd of 6kv contact discharge/8kv air discharge. Root cause was identified as high levels of esd resulting from the 100% polyester blankets used. There was no malfunction of draeger equipment.

Event description:
The customer reported that when there is static electricity discharge from a patient's blanket, it results in the m540 and c500 monitor within the docking station to independently reboot, then the monitoring waves appear to square off and flat line in an.....